Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the hospital: - the screws not placed as intended with navigation (at right l3, right l5, and attempted left l3) were corrected in the very same surgery without aid of navigation - the final outcome of the surgery was successful as intended, with all screws placed in their correct final positions as intended - there was no direct (or increased) risk of harm to a critical structure due to this issue - there was no actual harm/negative clinical effect to the patient due to this issue (also not due to surgery/anesthesia prolonged by 60 min) - there were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either h6: according to the results of the technical investigation and the information provided by the hospital, it can be concluded that the root cause of pedicle screws placed at right l3 and right l5 deviating by ca. 7 - 10 mm with the aid of navigation is a combination of: - a de-calibrated non-brainlab scanner that was used to acquire the pre-placement patient CT scans along with automatic image registration of the current patient anatomy to the navigation. A de-calibrated scanner (due to e.g. Improper handling, misuse, damage) will result in an inaccurate registration result. Test scans performed by a brainlab and a scanner manufacturer's representative after the procedure revealed a deviation of the patient anatomy registration to the navigation, indicating that the scanner became de-calibrated before the surgery. Repair of the scanner by the scanner manufacturer confirmed a damage (internal sensor was replaced). - relative movements of the spine anatomy during the surgery between the anatomy the navigation reference array was fixated to (iliac crest), and the vertebrae operated on (l3/l5) due to an insufficiently rigid connection of the anatomy in between, and the forces applied to the bone during instrumentation. A structural instability (fracture at l4) was present with this patient, which reduces the rigidity of the spine, and the opening of the cortical bone by malleting the screwdriver applies considerable forces on the vertebrae. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, the resulting deviation between the actual patient anatomy locations during the placements and the registered pre-placement patient image scan displayed by the navigation was not recognized/considered to the full extent by the user with the necessary navigation accuracy verification of the registration. The user had reportedly detected a navigation inaccuracy at multiple steps during the surgery, however, still proceed to perform surgical steps for screw placements. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. Already done: the non-brainlab scanner was recalibrated on (B)(6), 2023 by the scanner manufacturer, and a recalibration to navigation was performed by brainlab on (B)(6), 2023.

Event description:
A minimally invasive surgery (changed to open surgery during the procedure) (on (B)(6), 2023) on the lumbar spine for fusion of vertebrae l3-l5, due to a lumbar fracture at l4, with intended placement of 4 pedicle screws, was performed with the aid of the display by the brainlab spine&trauma 3d navigation 2.0. During the procedure the surgeon: - with the patient in prone position, attached the navigation reference array at the iliac crest. - acquired an intra-operative CT scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation, verified registration accuracy, and accepted the accuracy to proceed. - at right l3, tried to determine the trajectory and entry point using the navigated brainlab pointer, and suspected a navigation inaccuracy. - acquired a second intra-operative CT scan of the patient's region of interest with automatic image registration, verified registration accuracy, and accepted the accuracy to proceed. - when proceeding with screw placements, suspected a navigation inaccuracy again. - still placed pedicle screws (at right l3, right l5) using the following method: determined the trajectory and entry point using the navigated brainlab pointer, drilled the pathway (pilot hole) using the navigated brainlab drill guide, and inserted the pedicle screw using a navigated non-brainlab screwdriver. - acquired a third intra-operative CT scan of the patient's region of interest with automatic image registration, verified registration accuracy, and accepted the accuracy to proceed. - again, when proceeding with screw placement (at left l3), suspected a navigation inaccuracy. - removed the screws placed with navigation . - changed the minimally invasive surgery to an open surgery, and attached the navigation reference array on the spinous process of vertebra l6. - acquired a fourth intra-operative CT scan of the patient's region of interest with automatic image registration (during the scan felt the scanner was moving), verified registration accuracy, and decided to proceed without aid of navigation. - placed four pedicle screws using two c-arms. According to the hospital/neurosurgeon: - the screws not placed as intended with navigation (at right l3, right l5, and attempted left l3) were corrected in the very same surgery without aid of navigation. - the final outcome of the surgery was successful as intended, with all screws placed in their correct final positions as intended. - there was no direct (or increased) risk of harm to a critical structure due to this issue. - there was no actual harm/negative clinical effect to the patient due to this issue (also not due to surgery/anesthesia prolonged by 60 min). - there were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either.